Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start up. During troubleshooting, the fse found that the suite pc could not power on intermittently, which led to the acquisition monitor and the data monitor to go black. The fse replaced the suite pc. The defective suite pc was returned to philips for further analysis. The analysis confirmed the malfunction of the suite pc and identified physical damage to the cmos battery slot, mainboard, and chassis. Following the replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc. The device was returned to expected functionality.